Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site. The patient's ipg was replaced with a non-rechargeable device and that the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned. Additional information was received that patient was also having issues with charging.

Manufacturer narrative:
Block b3: exact date unknown, event occurred four months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site. The patient's ipg was replaced with a non-rechargeable device and that the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.